Manufacturer narrative:
As reported, about 20 months post-implant of the bard/davol ventralex st patch, the patient experienced chronic pain, infection, fluid drainage and underwent mesh removal. As reported no additional information will be forthcoming. Based on the information obtained, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative infection is a known inherent risk of surgery and listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device, as a possible complications. Additionally, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported via tga report ((B)(6)): the tga report states, "I had a surgical umbilical hernia repaired with this ventralax (bard/davol ventralex st) mesh on [redacted]. In the following years I've had nothing but illness, chronic pain, infection leaking out the incision site. [Redacted] rash with golf ball lump formed at incision site present hospital was given antibiotics and told all was fine. A week later it busted open went to doctors and told to let it drain. It leaked daily for over seven month had ultrasounds and CT. On the [redacted] mesh had to be removed along with navel removed and was told I had chronic infected mesh, a large cavity left behind and had a month of daily packing and draining and antibiotics. This week a rash and lump has formed again at incision site an ultrasound has shown more collection. Incision has to be cut tomorrow to allow draining and daily packing once again. Date of insertion: (B)(6) 2019. Date of removal: (B)(6) 2021."